Event description:
It was reported that arctic sun device was making noises and the flow was still not perfect (6.4 instead of 7.0). As per additional information received via follow-up on 28oct2022, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. A root cause of the reported issue is due to a failed chiller pump ac. During evaluation, it was confirmed that the device chiller was making noises. Chiller pump was replaced. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labeling/IFU revision accompanying this serial number is not recorded in the DHR. The latest labeling revision will be reviewed for this investigation. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.